Event description:
It was reported that the patient presented for a generator exchange procedure. Prior to the procedure, it was noted that the atrial lead exhibited high pacing impedance and failure to capture. The lead was capped and replaced on (B)(6) 2023. The patient was stable in condition.